Manufacturer narrative:
Upon remote troubleshooting, baxter technical support determined that the external alarm needed to be replaced. Per the baxter user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the baxter user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Baxter technical support provided the account the part number of the external alarm that needs to be replaced to resolve the issue. The account was contacted two additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.

Event description:
Baxter received a report stating that versacare frame bed exit was alarming intermittently and the scale function was not working. The bed was located at the account and occurred during biomed testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.